Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient transferred with an inferior stemi and calcification. An attempt was made to use a resolute onyx drug eluting stent to treat a lesion in the right coronary artery (rca) right posterior descending (r-pda) artery. The lesion exhibited severe tortuosity and 40-50% stenosis in the proximal rca <(>&<)> 100% stenosis in the pda. The lesion was thrombotically occluded. The device was inspected, and negative prep was performed with no issues noted. The lesion was pre-dilated. Resistance was encountered advancing the device to the lesion however no excessive force was used. It was reported that stent dislodgement occurred during delivery to the lesion. The stent got stuck in the mid-rca, an attempt was made to manoeuvre the device with 3 wires, the stent lodged in the pda and moved downstream to the distal pda. No patient injury reported.

Manufacturer narrative:
The target lesion was in the right posterior descending (r-pda) artery. There was 30-40% calcification mid-rca. 3 wires were used to try to push the stent down the artery. There was no attempt to expand the stent. Further treatment was not required for the target lesion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen could not be verified with a 0.015 inch mandrel most likely due to hardened blood in the guidewire lumen. Additional information 30-40% calcification mid-rca. 3 wires were used to try to push the stent down the artery. There was no attempt to expand the stent. The right coronary artery was re-imaged. It was confirmed that the vessel was not disrupted and that timi 3 flow had been achieved. There was a 30% residual stenosis post intervention. Aspirin and plavix were recommended as lifelong medications. If information is provided in the future, a supplemental report will be issued.